Event description:
The customer reported that while attempting to download an electronic patient event record from their device, the device exhibited a unexpected power off. It was observed that this device would power off on its own when the customer's external usb data cable is connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer replaced the external usb data cable out of their inventory and proper device operation was observed through functional and performance testing. The device has been returned to the customer for use. The removed usb data cable was not returned to physio-control for further evaluation.